Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report. This is the same pt/event as MFR# 2249697-2009-00353.

Event description:
It was reported that, "no explainable event that predisposed pt to see dr other than discomfort. Radiographs indicated patellar loosening. Upon patellar revision, it was noted that at least one peg had sheared off and another possibly fractured off. It was also noted the amount of wear and pitting not only on the patella but also the tibial insert. Dr thought that pock marks may resemble oxidation possibly. Both components were revised without complication and returned to corporate."